Event description:
Consumer complaint of blood result reading "lo". Customer states that she feels well and required no medical attention. Customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 05/29/2015. Customer confirms the strips are stored loose in the carrying case in her bedroom. Customer performed blood test with another vial of test strips same lot that was stored properly in the container, 253mg/dl. Reviewed meter memory: 1:lo mg/dl, (B)(6) 2015, 03:41:00 am fasting: yes. 2:lo mg/dl, (B)(6) 2015, 03:35:00 am fasting: yes. 3:lo mg/dl, (B)(6) 2015, 07:18:00 pm fasting: no. 4:lo mg/dl, (B)(6) 2015, 11:22:00 am fasting: no. 5:108 mg/dl, (B)(6) 2015, 09:36:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 05/29/2015. Customer confirms the strips are stored loose in the carrying case in her bedroom. Customer performed blood test with another vial of test strips same lot that was stored properly in the container, 253mg/dl. Reviewed meter memory: (B)(6). No adverse event reported.